Manufacturer narrative:
H6: investigation summary five samples were returned by the customer. It was reported that there are issues with not being able to push anything through the port that is closest to the patients IV access. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The ports on each of the sets were connected to a 10 ml syringe and attempted to be flushed with at least 10 ml of water. All ports on the sets were able to be flushed. The failure was unable to be replicated, and the complaint could not be verified. A device history record review could not be performed on model 37262e because an invalid lot number was provided by the customer. A root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue.

Event description:
It was reported that the 40 in ext w/2 vlv ports port closest to the patient's IV access was blocked/occluded during use. The following information was provided by the initial reporter: "pacu and anesthesia have been having issues with the port closest to the patient¿s IV access will not work. They cannot push anything via syringe through that port that is closest to the patient."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the 40 in ext w/2 vlv ports port closest to the patient's IV access was blocked/occluded during use. The following information was provided by the initial reporter: "pacu and anesthesia have been having issues with the port closest to the patient¿s IV access will not work. They cannot push anything via syringe through that port that is closest to the patient."